Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that bd insyte autoguard bc needle did not retract. The following information was provided by the initial reporter: consistently having issues with the safety button on the 18g bd insyte autoguard bc catheters. Needle is not retracting when the safety button is pressed, when the rn is trying to remove the needle, it feels like its getting caught on the inside of the plastic catheter. There is concerns for this damaging the lumen of the vessel, putting the patient at risk for clot. Obviously, the other concerns in that the safety button isn't deploying the needle. This could lead to an unintentional IV stick. We are moving forward with an education assessment for our staff. All affected product has been pulled from the shelf and I am monitoring for any further occurrence.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.